Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that two mr225 humidification chambers were cracked. The cracks were found when the customer was removing the chambers from the packaging, prior to patient use.

Manufacturer narrative:
(B)(4). Method: the two mr225 chambers were visually inspected for damage. Results: two cracks were found in each of the complaint humidification chambers. The cracks are parallel and run from the top of the chamber domes to the bases. A lot check revealed no other complaints of this nature for lot number 100531. Conclusion: all mr225 chambers are pressure tested for leaks during production and those chambers that fail the test are rejected. This suggests that the two humidification chambers were damaged post production. The cracks in the chamber are consistent with damage caused by compression of the chambers. It is likely that the chambers were compressed during transport or storage. (B)(4).